Event description:
I had silicone implants placed on (B)(6) 1982 approx 6 months later, I started having gastrointestinal symptoms, insomnia and dry skin. I had the silicone prosthesis removed and saline placed 1992. Over the past year, I have developed auto immune symptom, hormone imbalance including adrenal fatigue. Severe debilitating fatigue, brain fog, joint pain, bladder problems, bruising, delayed healing, red burning eyes, severe insomnia, depression. I have had several tests done and seen countless specialists. I have been diagnosed with adrenal fatigue, heavy metals and hormone imbalance. I am having the toxic bags removed (B)(6) and will repeat testing to see if there have been any changes. FDA safety report ID# (B)(4).